Event description:
Updated summary: customer reported that in the morning around 2-3am, the sensor glucose value was 85-90mg/dl and the pump gave insulin. Customer did not allege under delivery but alleged over delivery. Customer said he had set his pump monitor to be in sleep mode so there was no alarm while he was sleeping. The pump said to check his blood glucose value. When he got up later in the morning, his sensor glucose was 63mg/dl. He treated the low by take sugar tablet (not glucagon). It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received that the customer had treated the low blood glucose with sugar tablets. The information has been provided in sections b1 (unchecked adverse event box), b2 (unchecked other serious (important medical events), b5, d10 (removed concomitant products), h1 (changed from serious injury to malfunction) & h6 (replaced the health effect - impact code 4644 with 4613 for health effect - clinical code 1912) with this report. Also, additional information has been received regarding the patient weight change from 208 pounds to 0 pounds (declined to provide) which was not included in the initial report. So, the correct patient weight as per new additional information is 0 pounds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and alleged possible under delivery anomaly of insulin. The hypoglycemic event was treated with glucagon. The event involved product(s) mmt-7040a, mmt-242a, mmt-332a, mmt-1884. Troubleshooting was performed for hypoglycemic event and under delivery anomaly. Customer has been using the insulin pump system within 48hours of reported low blood glucose event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-1884.